Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, during preparation for a lung biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.